Event description:
Inferior vena cava (ivc) filter was being removed from infrarenal inferior vena cava. An ivc filter removal sheath was inserted over guidewire. A snare loop was used to collapse the filter and remove it from the inferior vena cava. The fractured internal self-centering-strut was ensnared and removed without complication, and the patient was not harmed. Subsequent venogram was performed and indicated complete removal of the filter and strut, and no evidence of extravasation.what was the original intended procedure?removal of ivc.device #1is this a laboratory device or laboratory test?no.